Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in poor condition. The run test was not able to repeat customer stated problem of check clutch/plunger error because the pump would go into motor rate error. The motor burning smell was also not able to be replicated. The device issues were attributed to normal wear and tear. Multiple mechanical and electrical components were replaced.

Event description:
It was reported that a smiths medical medfusion® 3500 syringe pump revealed a "clutch/plunger" level error with an electrical burning odor noted. There was no reported adverse patient effects.